Event description:
Patient was implanted with uss construct at levels l4-s1 on (B)(6) 2009 for lumbar fusion. Patient was returned to the operating room on (B)(6) 2013 for revision surgery due to adjacent level disease at l3-l3 and l3-l4 levels. Surgeon removed all uss hardware implanted at l4-s1 levels. Patient was revised to uss dual opening construct at l2-s1 levels with the exception of level l5 as no screws were placed at this level. Reportedly the patient was fused from level l4-s1. The procedure was completed with no complications. This is 15 of 20 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.